Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1. Approximately 1 month post-op it was found that the s1 set screws were backed out. The patient was asymptomatic, but is scheduled to undergo a revision surgery. No additional patient complications were reported.

Manufacturer narrative:
Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full and proper tightening. Node deformation height (@ center) significantly different than typical. Set screw rod interface surface suggests the set screw may have been located past the end of the rod. This is indicated by the rod witness marks on edge and first thread of the set screw, and the asymmetrical final tightening witness marks. Set screw rod interface node height and witness marks indicate set screw may have been located past the end of the rod at final tightening.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device, nor applicable imaging films, were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.